Event description:
It was reported to boston scientific corporation that an obtryx ii, halo device was used during an obtryx placement procedure performed on (B)(6) 2014. The procedure was completed without complications. According to the complainant, on (B)(6) 2014, the patient experienced a urinary tract infection of moderate severity and was treated with nitrofurantoin. The event resolved on (B)(6) 2014.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.